Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a minimum fill notification after filling the cartridge with 145-165 units of insulin. The customer's blood glucose level was 68 mg/dl. In addition, it was reported that cartridge was damage and the pigtail had completely broken off. Customer loaded a new cartridge to resolve the issue.